Manufacturer narrative:
Investigation pending.

Event description:
Caller reported potential false negative troponin I (tni) results on triage vs. Roche high sensitivity system. A (B)(6), woman, experienced central chest tightness while driving. She drove straight to her gp who performed an ECG which showed changes which were not reported in the letter. Pt was referred straight to the emergency dept. ECG on arrival showed a - normal sinus rhythm with a left anterior fascicular block which may suggest an anterior infarct; same performed at 13:30 along with first cardiac panel. The following results were performed on the cardiac panel - ck-mb/myo/tni. Two different triage machines were used in the dept, one located in the resuscitation dept (B)(4) and the second in the rapid assessment (B)(4). Pt had a coronary angio performed ef good, values normal to blockages, for echo as opd.